Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump was not correctly recording bolus amounts in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/30/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2015 with the following findings: a review of the pump black box, total daily dose (tdd) and bolus histories showed that the total boluses programmed and delivered on 06/04/2015 match the tdd history and pump history with no discrepancies. During testing, an audio and normal bolus of 10u each was programmed and delivered; both boluses were correctly recorded in the bolus history. The history settings issue of the pump not recording boluses in the pump bolus history was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.